Manufacturer narrative:
Initial reporter also sent report to FDA - correction. Type of follow up - correction, additional information. The customer was not able to provide the lot number of the device. Per mvp instruction for use: device migration is listed as a potential adverse event that may occur during or after a procedure. This report was inadvertently previously filed under the covidien (irvine) registration number of manufacturing site (MDR# 2029214-2015-00895). As a result we are refiling the report with the correct reverse medical corp manufacturer report number.

Manufacturer narrative:
The device involved in the will not be returned for evaluation as it was implanted in the patient. The lot history record review was not possible as the lot number was not reported. Reference (B)(4).

Event description:
Medtronic (covidien) received report that during follow-up imaging, the mvp (micro vascular plug) was discovered to have migrated. The patient received mvp implant in a pulmonary artery distal branch to embolize an atrioventricular malformation (avm). The vessel diameter was 5.00mm and it was not tortuous. There were no difficulties reported during the procedure. Four months post, imaging showed that the mvp had migrated approximately 3cm. The patient did not experience any symptoms as a result of migration. The mvp will not be retrieved, but the patient will undergo re-embolization of the avm. The patient was reported to be is currently fine.

Manufacturer narrative:
Adverse event or product problem - additional information. Outcomes attributed to adverse event - additional information. Event description - additional information. Initial report - additional information. Report source - additional information. Patient codes - additional information. Additional manufacturer narrative - correction this follow-up report was inadvertently previously filed under the covidien ((B)(4)) registration number of manufacturing site (MDR# 2029214-2015-00895 follow). As a result, the report is being refiled with the correct reverse medical corp manufacturer report number. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information from literature review: the mvp-5q had migrated to the draining vein on follow-up CT. The patient underwent re-embolization in which an additional mvp device was implanted. Ishaque, b. Et al. (2016). Embolotherapy of pulmonary arteriovenous malformations with the mvp micro vascular plug: technical success and short-term results. Journal of vascular and interventional radiology, 27(3). Doi:10.1016/j.jvir.2015.12.160